Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 50 mg/dl. Reportedly, the basal rate was entered inaccurately. Food was consumed and the basal rate settings was adjusted to treat bg.